Event description:
The device memory is not showing for all results and times that tests were taken. Specifically, a test at 9:20am, 2/28/06 result of 237mg/dl is missing from the device memory per the reporter the device was replaced and requested to be returned for evaluation.